Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance values at 150 ohms. Technical services (ts) recommended commanded shock test. No adverse patient effects were reported. Currently, this lead remains in service.